Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had trouble filling reservoirs because she could not get all of the air bubbles out of the reservoir. The customer kept pushing insulin through the tubing to remove the air bubbles until most of the insulin was lost, and she ended up changing her reservoirs more often since the reservoirs would not be full. The customer was advised to speak to the 24 hour product helpline next time she changes her infusion set so they can help her fill the reservoir. No further details were given, and no products were returned or replaced.